Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed insulin to be flowing back and forth within the cartridge tubing during the load fill tubing sequence. Reportedly, the customer had not performed the air removal process prior to filling the cartridge. Blood glucose level was 307 mg/dl. Tandem technical support educated the customer in the air removal process.